Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Device disassembled and further evaluation determine a failed vacuum sleeve was the cause.

Event description:
3 probes frosted up the shaft during pretesting. Case completed using other probes. Complaint 1 of 3.